Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Per the facility, the complainant part was discarded and therefore not available for evaluation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes gmbh reports an event in (B)(6) as follows: it was reported that the drill sleeves did not match up with the proximal locking holes of a hindfoot arthrodesis nail during a surgical procedure on (B)(6) 2015. As a result, the drill bit kept hitting the nail. The surgeon had to free-hand the lock without using the jig in the end. A three (3) minute surgical delay was noted. No additional information is available at this time. This report is 2 of 3 for (B)(4).